Event description:
The manufacturer received information alleging a "ventilator service required" error message occurred on a trilogy 202 device. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was confirmed. Review of the device's error log confirmed that a "ventilator service required" error message had occurred. The internal battery was replaced to address the reported issue. In addition, the front enclosure, base enclosure, and handle were all replaced due to cracks and were not related to the reported malfunction/issue.

Manufacturer narrative:
H3 other text : device evaluated by third-party service center.